Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles from device. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles from device. There was no report of harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found grey dust-like contaminant and indeterminate black particle on air outlet on rear panel, hair-like objects on top enclosure in accessory module port, white dust-like contaminates on top of blower box and within air inlet, indeterminate black and grey particles inside bottom enclosure. The manufacturer also found black residue consistent with findings of keratin at blower outlet and on blower outlet seal, evidence of liquid ingress on bottom of blower and within blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms the presence of contaminate consistent with findings of keratin and signs of water ingression within the airpath, which is likely of external origin and not consistent with originating from a device failure. Section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. Additional information was received about the alleged lung disease. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.